Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed constantly with no display. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated and confirmed. The root cause is the main printed circuit board error. This will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.